Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage due to overheating. Investigations performed on similar cases reported previously from this install base. Dis-assembly of blower module was then executed in order to take photos and take a sample to examine under fourier transform infrared spectroscopy (ftir). The results of the ftir sample of this light-colored powder had a 59.32% match with aluminum ammonium sulfate, which was found to be a form of salt. This debris has been isolated as the main contributing factor causing resistance of flow which in-turn caused the blower module to require a higher power draw to compensate and causing the blower related faults. As a resolution initiated a warranty replacement of the blower.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire medical verified the screenshots and log files. The blower did not provide any pressure after switching on manually. The blower needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator has blower failure issue. The customer confirmed that there was no patient involvement associated with the reported event.